Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced discomfort and soreness at the ipg pocket site. As a result surgical intervention, was undertaken on (B)(6) 2020 where in the ipg pocket site was relocated resolving the issue.